Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular undersensing caused by atrial pacing. Programming changes were recommended. Further actions will be discussed with the physician.